Manufacturer narrative:
Taper unknown. Original medwatch sent to allergan from FDA (uf/importer report (B) (4) the reporter of the complaint was asked to return the product for analysis. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. Allergan had not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
The surgeon reported a suspected leak as the lap-band did not retain fluids over a period of five months. The surgeon tested for leakage of the band in the operating room and was unable to determine the cause, so the whole band was replaced.